Manufacturer narrative:
Laboratory analysis was completed on the returned device. It was noted the device could not be interrogated and there was no pacing output. The device case was removed to facilitate inspection and testing of the internal components. No visual anomalies were noted. The battery was removed and replaced with an external power source. Current draw was measured and found to be normal. The battery voltage was 0.89 volts which is too low to support telemetry or to deliver pacing. Device memory was reviewed, and it was confirmed this battery depletion occurred post-explant. This device had critical therapy available while implanted. The battery was forwarded for detailed testing, but the root cause of the depletion could not be determined.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was received by post market quality assurance for analysis without allegation from the field. The device was returned approximately 16 months post-explant, that the patient passed away and there was no product performance allegation made regarding the device, nor were there allegations that device function caused or contributed to the patient's death. No adverse patient effects were reported.